Event description:
Ous MDR - after an implantation time of about 55 months, it was reported that the pacemaker could not be interrogated during a routine follow-up on (B)(6) 2012. No deterioration in the pt's state of health was reported. The device was explanted.

Manufacturer narrative:
Ous MDR.